Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (ess205) (batch no. 12263286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones and bipolar disorder. Concomitant products included alprazolam (xanax), baclofen, citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta), levothyroxine, oxycocet (percocet) and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pain ("chronic pain/ pains throughout body") and fatigue ("horrible fatigue."). In (B)(6) 2005, the patient experienced fibromyalgia ("fibromyalgia"). In 2006, the patient experienced panic attack ("panic attack"). In 2007, the patient experienced abdominal distension ("constant bloating"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced bacterial vaginosis ("recurrent bacterial vaginosis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), irritable bowel syndrome ("ibs symptoms"), asthenia ("have no energy left for my family"), depression ("depression"), anxiety ("anxiety"), menorrhagia ("menorrhagia"), arthralgia ("joint pain/ wrist pain"), myalgia ("muscle aches pain"), musculoskeletal pain ("shoulder pain"), musculoskeletal chest pain ("rib pain"), chest pain ("sternum pain") and infection ("recurrent infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pain, abdominal pain, irritable bowel syndrome and asthenia had not resolved, the genital haemorrhage, autoimmune disorder, depression, anxiety, bacterial vaginosis, panic attack, musculoskeletal pain, musculoskeletal chest pain and chest pain outcome was unknown, the fatigue, vaginal discharge, arthralgia, myalgia and infection was resolving and the abdominal distension, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, fatigue, fibromyalgia, irritable bowel syndrome, pain and pelvic pain with essure (ess205). The reporter considered anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, chest pain, depression, genital haemorrhage, infection, menorrhagia, musculoskeletal chest pain, musculoskeletal pain, myalgia, panic attack, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 8 coils protrude into the endometrial cavity on the patient's right side. Approximately one coil protrudes into the endometrial cavity on the patient's left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, fibromyalgia;depression; anxiety. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication , lot number and events abnormal bleeding (vaginal, menorrhagia);bacterial vaginosis- I had no issues before essure;anxiety; fibromyalgia; fatigue; vaginal discharge; bloating were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-aug-2015. The most recent information was received on 18-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (ess205) (batch no: 12263286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones and bipolar disorder. Concomitant products included alprazolam (xanax), baclofen, citalopram hydrobromide (celexa), duloxetine hydrochloride (cymbalta), levothyroxine, oxycocet (percocet) and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pain ("chronic pain/ pains throughout body") and fatigue ("horrible fatigue."). On (B)(6) 2005, the patient experienced fibromyalgia ("fibromyalgia"). In 2006, the patient experienced panic attack ("panic attack"). In 2007, the patient experienced abdominal distension ("constant bloating"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced bacterial vaginosis ("recurrent bacterial vaginosis") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), irritable bowel syndrome ("ibs symptoms"), asthenia ("have no energy left for my family"), depression ("depression"), anxiety ("anxiety"), menorrhagia ("menorrhagia"), arthralgia ("joint pain/ wrist pain"), myalgia ("muscle aches pain"), musculoskeletal pain ("shoulder pain"), musculoskeletal chest pain ("rib pain"), chest pain ("sternum pain") and infection ("recurrent infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, fibromyalgia, pain, abdominal pain, irritable bowel syndrome and asthenia had not resolved, the genital haemorrhage, autoimmune disorder, depression, anxiety, bacterial vaginosis, panic attack, musculoskeletal pain, musculoskeletal chest pain and chest pain outcome was unknown, the fatigue, vaginal discharge, arthralgia, myalgia and infection was resolving and the abdominal distension, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, fatigue, fibromyalgia, irritable bowel syndrome, pain and pelvic pain with essure (ess205). The reporter considered anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, chest pain, depression, genital haemorrhage, infection, menorrhagia, musculoskeletal chest pain, musculoskeletal pain, myalgia, panic attack, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 8 coils protrude into the endometrial cavity on the patient's right side. Approximately one coil protrudes into the endometrial cavity on the patient's left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, fibromyalgia;depression; anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0902) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) (batch no. 12263286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and depression. Concurrent conditions included kidney stones, bipolar I disorder and adhd. Concomitant products included alprazolam (xanax), baclofen, bupropion hydrochloride (wellbutrin) since august 2016, citalopram hydrobromide (celexa) since march 2017, duloxetine hydrochloride (cymbalta), lamotrigine (lamictal) since august 2016, levothyroxine, obetrol (adderall xr) since december 2017, oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel) since august 2016 and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. In february 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"), pain ("chronic pain/ pains throughout body") and fatigue ("horrible fatigue."). In 2006, the patient experienced anxiety ("anxiety") and panic attack ("panic attack"). In 2007, the patient experienced abdominal distension ("constant bloating/severe bloating/gastrointestinal or digestive system condition type: bloating"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced bacterial vaginosis ("infection (other) - describe: recurrent bacterial vaginosis- I had no issues before essure") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), irritable bowel syndrome ("ibs symptoms"), asthenia ("have no energy left for my family"), depression ("depression"), arthralgia ("joint pain/ wrist pain"), myalgia ("muscle aches pain"), musculoskeletal pain ("shoulder pain"), musculoskeletal chest pain ("rib pain"), chest pain ("sternum pain"), infection ("recurrent infection"), inflammation ("inflammation") and procedural pain ("hurting quite a bit"). The patient was treated with metronidazole, metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy and underwent ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pain, abdominal pain, irritable bowel syndrome and asthenia had not resolved, the genital haemorrhage, autoimmune disorder, depression, anxiety, panic attack, musculoskeletal pain, musculoskeletal chest pain, chest pain, inflammation and procedural pain outcome was unknown, the fatigue, bacterial vaginosis, vaginal discharge, arthralgia, myalgia and infection was resolving and the abdominal distension, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, fatigue, fibromyalgia, irritable bowel syndrome, pain and pelvic pain with essure (ess205). The reporter considered anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, chest pain, depression, genital haemorrhage, infection, inflammation, menorrhagia, musculoskeletal chest pain, musculoskeletal pain, myalgia, panic attack, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 8 coils protrude into the endometrial cavity on the patient's right side. Approximately one coil protrudes into the endometrial cavity on the patient's left side. Plaintiff claim essure worsened a previously existing injury/condition: abnormal bleeding (vaginal, menorrhagia). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, fibromyalgia;depression; anxiety concerning the injuries reported in this case, the following one/ones were reported via social media :inflammation nos quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received : event verbatim : fibromyalgia / autoimmune disorder type of disorder: fibromyalgia, constant bloating / severe bloating / gastrointestinal or digestive system condition type: bloating were updated. Medical history were added. Event : inflammation nos and endometriosis, hurting quite a bit were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0902) on 29-aug-2015. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (ess205) (batch no. 12263286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones, bipolar I disorder and adhd. Concomitant products included alprazolam (xanax), baclofen, bupropion (wellbutrin) since (B)(6) 2016, citalopram hydrobromide (celexa) since (B)(6) 2017, duloxetine hydrochloride (cymbalta), lamotrigine (lamictal) since (B)(6) 2016, levothyroxine, obetrol (adderall xr) since (B)(6) 2017, oxycocet (percocet), quetiapine (seroquel) since (B)(6) 2016 and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), pain ("chronic pain/ pains throughout body") and fatigue ("horrible fatigue."). In 2006, the patient experienced anxiety ("anxiety") and panic attack ("panic attack"). In 2007, the patient experienced abdominal distension ("constant bloating/severe bloating"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced bacterial vaginosis ("infection (other) - describe: recurrent bacterial vaginosis- I had no issues before essure") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), irritable bowel syndrome ("ibs symptoms"), asthenia ("have no energy left for my family"), depression ("depression"), arthralgia ("joint pain/ wrist pain"), myalgia ("muscle aches pain"), musculoskeletal pain ("shoulder pain"), musculoskeletal chest pain ("rib pain"), chest pain ("sternum pain") and infection ("recurrent infection"). The patient was treated with metronidazole, metronidazole (metrogel), surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fibromyalgia, pain, abdominal pain, irritable bowel syndrome and asthenia had not resolved, the genital haemorrhage, autoimmune disorder, depression, anxiety, panic attack, musculoskeletal pain, musculoskeletal chest pain and chest pain outcome was unknown, the fatigue, bacterial vaginosis, vaginal discharge, arthralgia, myalgia and infection was resolving and the abdominal distension, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, asthenia, fatigue, fibromyalgia, irritable bowel syndrome, pain and pelvic pain with essure (ess205). The reporter considered anxiety, arthralgia, autoimmune disorder, bacterial vaginosis, chest pain, depression, genital haemorrhage, infection, menorrhagia, musculoskeletal chest pain, musculoskeletal pain, myalgia, panic attack, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: approximately 8 coils protrude into the endometrial cavity on the patient's right side. Approximately one coil protrudes into the endometrial cavity on the patient's left side. Plaintiff claim essure worsened a previously existing injury/condition: abnormal bleeding (vaginal, menorrhagia). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, fibromyalgia;depression; anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received, reporter aka added, event onset dates added, event reported term and outcome updated for bacterial vaginosis. Concomitant and treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.